Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a deformed pin issue was confirmed with the returned mobile power unit (serial # (B)(6)). Visual inspection revealed a missing pin from the black side of the connector. The pin appeared to be lodged in the black power connector of the returned system controller. While a root cause that attributed to the damage could not be determined, the damage appears to be a result of a misalignment issue during the mating of the two connectors. The unit was repaired, and preventative maintenance were performed. Performed full functional checkout, which the unit passed all testing. The mobile power unit was returned to the customer site. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 27jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pin from the mobile power unit (mpu) lodged into the black power connector. The patient was put on the backup controller and was given a loaner mpu. Both the mpu and controller would be returned. Related manufacturer report number of controller: 2916596-2021-03215.